Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 539, 485 mg/dl. The customer reported that the infusion set cannula was bent. The customer declined troubleshoot for high glucose. Customer stated that they were not get into auto mode, auto mode shield was not displayed on the home screen. The insulin pump will not be returned for analysis.